Event description:
Patient's wife reports that adhesive backing on the neria guard sometimes fails, questioned if it had to do with hot humid weather they are experiencing in (B)(6) or hot temps it could be exposed to during transit. A few instances where sticky backing comes off when removing the protective cover from the neria guard prior to placement and a few instances where adhesive stops working and neria guard pulls out from the skin. Lot/exp info not available. No other information provided.